Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" (0.33mm x 12.7mm) u-100 84x5count needle shield was deformed. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about bent needle. Customer found a bent needle before use and hoping for an answer to the cause. 1 sample was returned. Bdj confirmed that the needle was bent and found that the needle shield was deformed. Row#2 was added for "needle shield deformed" after the actual sample was returned.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" (0.33mm x 12.7mm) u-100 84x5count needle shield was deformed. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about bent needle. Customer found a bent needle before use and hoping for an answer to the cause. 1 sample was returned. Bdj confirmed that the needle was bent and found that the needle shield was deformed. Row#2 was added for "needle shield deformed" after the actual sample was returned.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: (B)(6) 2024 h.6. Investigation summary: samples were received and an investigation was performed base on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" (0.33mm x 12.7mm) u-100 84x5count needle shield was deformed. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about bent needle. Customer found a bent needle before use and hoping for an answer to the cause. 1 sample was returned. Bdj confirmed that the needle was bent and found that the needle shield was deformed. Row#2 was added for "needle shield deformed" after the actual sample was returned.